Event description:
It was reported that the customer experienced a low blood glucose (bg) level reading of "low"; specific value was not provided, and vomiting. Cause was not known. Customer consumed carbohydrates to address the issue and went to the emergency room and/or was hospitalized. Customer was treated with "nausea medicine". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.